Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The pump froze on the verify screen when resetting with a battery change, and the code is unavailable. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: a review of the black box showed one call service 052 alarm. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms. Unrelated to the original complaint, moisture corrosion was found in the battery compartment. The battery compartment was cracked alongside the pump. A leak was found in the battery compartment. The pump was opened and moisture damage was found on the printed circuit board.